Manufacturer narrative:
Patient weight was not provided for reporting. This report is for one (1) unknown plate. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown plate. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an open reduction internal fixation (orif) was performed on an unknown date where a patient was implanted with a tibia plate and unknown number of screws. Post-operatively, x-rays were taken and it was discovered that the tibia plate broke. On (B)(6) 2017, revision surgery was performed where a broken tibia plate and unknown number of intact screws were removed. Patient was revised with another plate and new set of screws. There was no surgical delay and procedure was completed successfully. Patient status was reported as stable. Concomitant devices reported: screw. This report is for one (1) unknown plate. This is report 1 of 1 for (B)(4).